Event description:
As stated in the attached initial email notification: the physician deploys stent, removes introducer with safety wire still intact and dislodges/pulls out stent. Per a follow up with the district manager via telephone: he did a follow up with the physician and the staff, it cannot be confirmed that the device this statement is referring to is cook device. The physician and staff also confirmed this pt underwent 3 procedure and different manufacturers' products were used on this statement difficulty was with is unk. The district manager stated the cook device more than likely used is the evo esophageal stent.

Manufacturer narrative:
The actual rpn and lot number of the evolution esophageal stent involved in this complaint was not provided. As the rpn and lot number were not provided. Therefore it is not possible to establish if there were any devices from the affected lot numbers in stock at the time of the complaint investigation. A definitive cause for this observation was unable to be determined because the device was not returned for evaluation and the actual use conditions could not be duplicated in the laboratory setting. With the info provided a document based investigation was carried out. The complaint info provided indicated that the physician deploys stent, removes introducer with safety wire still intact and dislodges/pulls out stent. As per instruction for use supplied with this device, ifu0061-4. "Step 10. When stent point-of-no-return has been passed, pull safety wire out of delivery handle near wire guide port. Step 11. Continue deploying stent by squeezing trigger." The instructions for use were not followed by the user correctly in this occurrence as the physician removed the introducer with safety wire still intact and dislodges/pulls out stent. The pt suffered no known adverse effects as a result of this event that we are aware of. Prior to distribution, all evolution esophageal controlled-release stents devices are subjected to visual inspection and functional checks to ensure device integrity. The mfg records for the device involved in this complaint could not be reviewed as the lot number was not provided. No corrective action warranted at this time. The 2 year complaint history has been reviewed and the likelihood of this occurrence is rare. Complaints of this nature will continue to be monitored for potential emerging trends.